Manufacturer narrative:
Concomitant medical products: cal-ts10 (lot# 0297), ugyka (lot# zga00455), 481047 (lot# 05b17-1) . If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of complete post-hys terectomy vault prolapse, pulsion enterocele, cystourethrocele, stress urinary incontinence. It was reported that after implant, the patient experienced an unspecified adverse outcome. The device had been used with cal-ts10 caldera t-sling, lot# 0297.